Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" error messages generated from the cell-dyn sapphire hematology analyzer. The syringe was installed in 2008 and the error message was observed. The abbott field service rep visited the customer facility on the next day, removed and cleaned the syringe to resolve the issue. The customer requested a replacement for the faulty syringe as a new syringe was installed. The customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.